Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and was unable to duplicate the reported shock when the side rail was touched. The technician found that a single table foot was missing the lower pad as well as worn feet pads. The technician further inspected the table and found a slight leak with one of the foot cylinders. The technician made repairs/replacements to the table and confirmed the unit to be operating properly. The missing and damaged feet pads observed by the steris service technician are not attributed to the reported event. During the technician's inspection, he found that a non-steris power cord was being utilized with the surgical table subject of the reported event. The power cord was not damaged and was found to be in good working order. The technician replaced the non-steris power cord with a steris power cord and returned the table to service. No additional issues have been reported. As no issues were found with the electrical system of the surgical table, the reported event may be attributed to the facility's use of the non-steris power cord.

Event description:
The user facility reported that two employees felt a shock after making contact with the side rail of the surgical table following a patient procedure. No medical treatment was sought or administered.